Event description:
It was reported that, during stone laser therapy procedure, the laser fiber came out of flexible ureteroscope and touched the physician's hand. It was noted that, as a result, physician had a small burn. The burn was minor and it passed on its own without special treatment. The same physician was able to continue with the procedure and, after checking and noting no damage, the fiber was reinserted into ureteroscope to continue procedure. The procedure was able to be completed using the original device/method with no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Upon microscopic inspection it was identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. The connector was in good condition. However, visual inspection identified that the fiber body was broken into two pieces. The reported minor burn to the physician hand due to the fiber slipping out of the ureteroscope, not requiring treatment, is a known risk associated with these devices as indicated in the instructions for use. Therefore, the reported event was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. In this case, it is possible that the fiber break occurred after the customer used the fiber to finish the procedure.

Event description:
It was reported that, during stone laser therapy procedure, the laser fiber came out of flexible ureteroscope and touched the physician's hand. It was noted that, as a result, physician had a small burn. The burn was minor and it passed on its own without special treatment. The same physician was able to continue with the procedure and, after checking and noting no damage, the fiber was reinserted into ureteroscope to continue procedure. The procedure was able to be completed using the original device/method with no patient complications.